Manufacturer narrative:
This investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received.

Event description:
Event verbatim [preferred term] burn blister [burns second degree]. Case narrative:this is a spontaneous report from a contactable other hcp. A 29-year-old female patient started to use thermacare heatwrap (thermacare menstrual), (device lot # and expiration date not provided) from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced a burn blister on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse even safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received. Follow up (25mar2020): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn blister [burns second degree]. Case narrative: this is a spontaneous report from a contactable other hcp. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual), (device lot # and expiration date not provided) from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced a burn blister on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment: based on the information provided, the event of burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the event of burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.